Event description:
My name is (B)(6) and I come from and currently live in (B)(6). I had wavefront-guided femto lasik on both eyes on (B)(6) 2021 at (B)(6) by dr. (B)(6) with the device alcon wavelight ex-500 laser. The operation "supposedly" went as expected however I have never been able to see again as I could see prior to my surgery, when I was wearing glasses and using contact lenses. I never had any vision problem with glasses or contact lenses which I had been wearing for many years. My main symptoms after the operation is that I have slightly double vision, fluctuating vision, worse night vision (its as if the outlines of everything are more difficult to discern in low light conditions) and extreme eye dryness on certain days, in fact, since the operation I have spent a lot of money on artificial tears which I carry on me at all times. Prior to the surgery I only had myopia (od:7, os:6.5) and astigmatism (od:1.5, os:1). I was never properly informed about the consequences of lasik from my doctor, and to be more specific when asked about the bad outcomes I got the answer "you may have a slight dry eye which will resolve after 3 months". I was given a form to sign but never went through the form with my doctor or was provided an explanation about the consequences other than reading a list of things on a paper which I had no clue of what I was reading. It was much later, after conducting my own research, consulting other doctors too and talking to other people, that I learned that lasik is far from innocent and has way more bad consequences than doctors or even the FDA wants to admit. Lasik can cause extreme pain, misery and psychological trauma to people with a bad lasik outcome experience. I fully support new labeling for lasik lasers with full disclosure of the risks and further unbiased research be conducted regarding the consequences of lasik eye surgery. FDA safety report ID # (B)(4).